Manufacturer narrative:
E1 patient country germany.

Event description:
Reference number (B)(4). Event occurred in germany. On 07-june-2024, it was reported that the patient repeatedly developed redness at the infusion sites 3 week ago and treated with an oral antibiotic penicillin 1.5 g no further information available.